Event description:
In 2009, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that her one touch ultra meter would not power on. The medical surveillance specialist classified the complaint based on the info documented by the customer care advocate (cca). The pt reported that the issue began six days prior at 7:30 am. As a result of the reported issue, the pt started eating and drinking less. Approx 1 to 2 days following the onset of the issue the pt allegedly began to feel sick to her stomach, weak, and sweaty. The pt manages her diabetes with prandin and novolog. The pt did not receive any medical attention or report testing on another device. The cca confirmed that the pt was using the correct test strips, the battery was correctly installed, and the meter was not downloaded prior to attempting to test. The cca discovered that the pt had not replaced the battery per the owner's manual. The pt did not have a battery at the time of troubleshooting. The meter, test strips, and control solution were replaced. The medical affair specialist (mas) has reviewed the customer care advocate (cca) documentation. There is indication that the lifescan product may have contributed to the injury, as the pt was reportedly unable to test and developed symptoms suggestive of hypoglycemia after the onset of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.